Event description:
It was reported that the leakage was observed during the insertion of the catheter at the connector between the catheter and the tubing. No patient injury reported.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review was not performed. No product was returned; therefore, visual and functional test could not be performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.